Event description:
During a rotational atheretomy procedure involving a calcified and 99% stenotic lesion in the mid lad, a noise was heard and the rotation of the burr stopped. The burr was locked on the wire and removed as one without incident. Another device was used to complete the procedure. No pt injuries or complications were reported.